Event description:
During the procedure, after the patient was prepped, incorrect video was displayed. The issue was not resolved and the procedure was cancelled. There were no adverse patient consequences.

Manufacturer narrative:
Based on the information provided and the investigation performed, the cause of the incorrect display aspect ratio was isolated to faulty internal components resulting in abnormal function of the returned video converter module. The system met specifications and requirements prior to release from the vendor and manufacturing facilities as supported by the system installation report.